Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor was undersensing on the presenting rhythm. Additionally, the device had eroded and was explanted as a result. The patient was in stable condition throughout.